Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The heartstring iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. There were signs of blood on the loading device. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal was taken out from inside the loading device for inspection. There were no signs of blood on the seal. The seal was partially folded; there were no signs of cracks or delamination of the seal were observed. The following measurements were taken: the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to load" was not confirmed but analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal did not deploy into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.